Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer, the air gas module was replaced. The air gas module was not received, but a picture of an excessive amount of moisture in the air gas module was received. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The received device log files confirm that the delta pressure transducer's failure. We could trace the reported problem to july 16, therefore the date of event was determined as (B)(6) 2019. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).